Manufacturer narrative:
Additional information: d1, d4, d8, g4 (510k), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who underwent a totally extraperitoneal (tep) hernia repair using mesh for an inguinal hernia experienced a hernia recurrence during the post-operative period. The procedure was performed laparoscopically, and the mesh was not cut prior to implantation, was not implanted in a contaminated field, and appeared normal at the time of use. The wound was closed with sutures, and no fixation system was used. The recurrence was identified during a patient-physician post-operative follow-up. The recurrence resulted in a temporary injury, but no additional operation was planned to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.